Manufacturer narrative:
Based upon the information provided it appears as the vgo 30 was more insulin than the pt. Required so she was changed to a vgo 20. The patient required third party assistance for the hypoglycemia and had a mental status change. Patient recovered with the use of oral carbohydrates. Device was not returned. Root cause is most likely that the patient required less insulin than initially prescribed on the vgo 30.

Event description:
Sister of type 2 diabetic on vgo since (B)(6) 2017 reported that the pt. Was changed from a vgo 30 to a vgo 20 as she "had a blood glucose episode once in the 80s" with symptoms of "being drunk like and she could not recognize it herself." Based upon the information provided it appears as the vgo 30 was more insulin than the pt. Required so she was changed to a vgo 20. The patient required third party assistance for the hypoglycemia and had a mental status change. Patient recovered with the use of oral carbohydrates. Device was not returned.

Manufacturer narrative:
Lot # corrected. UDI # provided. Initial reporter corrected. Health professional - no checked. Non healthcare professional. Date provided. Follow up #1. Correction checked.